Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the submitted log files. At the onset of the log file ((B)(6) 2025), low voltage hazard and power cable disconnect alarms were captured while connected to the mobile power unit (mpu) which escalated to a no external power alarm due to a loss of ac power. The alarms resolved on (B)(6) 2025 when power was restored to the system. The backup battery supported the system without issue during this event. There were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding the serial number of the mpu, the cause of the no external power alarm, if the mpu had a v-lock connector on the ac power cord, if the ac power cord came loose from the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the reported event, if the mpu was exchanged, and if the mpu would be returning; however, no additional information has been provide and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU heartmate 3 patient handbook, document are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage hazard, power cable disconnect, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was not provided. Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was concern for potential outflow graft obstruction. Log file review was requested which revealed no external power and other associated alarm types on (B)(6) 2025 caused by power to the mobile power unit (mpu) being interrupted. The pump log files were normal with no signs of pump dysfunction.